Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacing dependent patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited increased capture thresholds and noise. The noise was small and was reproducible with isometrics. The device was reprogrammed. Patient was asymptomatic and will continue to be monitored.